Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a malfunction of the dr board operational amplifier.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty patient board set was found, causing no image on olympus series 180 scopes.

Event description:
A user facility reported to olympus that an image was not produced when using the olympus cv-190 with olympus series 180 scopes. The reported problem occurred during preparation for use and the intended procedure was completed using another similar device. There was no patient injury or harm, associated with the problem, reported to olympus.